Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system/ test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results of lo. Customer also reported meter to meter comparison results from back to back tests of lo using truemetrix meter and 143 mg/dl using another device. Customer is using correct testing technique. The customer's expected fasting blood glucose test result range is 131 - 166 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of lo and lo using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/15/2019 and open vial date is 06/15/2018. The meter memory was reviewed for previous test result history: (B)(6).